Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had three revisions and a primary knee. Dr. (B)(6) performed all surgeries. This report is for the first revision. There is no information about this revision at this time.

Manufacturer narrative:
An event regarding loosening involving a scorpio baseplate was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: in this markedly obese patient there is no convincing radiographic or intraoperative evidence of symptomatic loosening of the components. There is no evidence this patient¿s clinical problems were related to factors of faulty component design, manufacturing or materials. Conclusions: the patient underwent revision surgery whereby the reported baseplate was revised for loosening and the reported femoral component was revised as the pcl was lax and more stabilizing implants were required. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, product return, pre- and post-operative x-rays of the first revision surgery as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had three revisions and a primary knee. Dr. (B)(6) performed all surgeries. This report is for the first revision. There is no information about this revision at this time. Update as per 7/20/11 op report: patient had increasing pain and discomfort, bone scan suggested tibial component loosening. During revision surgery pcl was somewhat lax, felt we had to revise all components to a mores stabilized implant.